Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ping meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013 at 9:00 p. M. The patient manages his diabetes with an insulin pump and continued with his usual dose of insulin in response to the alleged power issue. The patient reported, one day after the alleged issue occurred, he developed symptoms of ¿nausea, vomiting¿. On (B)(6) 2013 at 6:00 p.m., the patient self treated with two nausea pills (zofran, 4 mg each). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter do not need to be replaced. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.